Manufacturer narrative:
Research into the incident revealed the following: the pt's original surgery was in the (B)(6) 2009. The pt had two screws break at t-12. The pt was revised in (B)(6) 2011 and the construct was extended to l3. Subsequently, the pt had another set of fractures (the subject of this report) - this time at l3. Pt was revised on (B)(6) 2011. A portion of the shafts of the screws could not be removed and were therefore left in the pt. Depuy expedium screws were implanted at l4 and two transverse connectors were also implanted. One of the explants was discarded at the hospital and the other returned to the MFR for eval. The mfg and inspection records for the screws were reviewed and there were no material discrepancies. The portion of the screw that was returned was visually inspected and has been sent to an independent lab for eval. Since eval is still underway, no firm conclusions can be drawn at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the fracture analysis indicates a failure mode of uni-directional bending fatigue. Screw fracturing was due to excessive anatomic overloading. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Bilateral l3 mesa eoc screw broke approx 8 month post-operatively. The pt has been revised and one of the explants has been returned to the MFR for eval.